Event description:
It was reported that the right ventricular (rv) lead had increasing high threshold and oversensing. A lead fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary - the lead was not returned for analysis. We did receive performance data collected from the device and have analyzed the data. There was a patient alert for out of tolerance sub threshold lead impedance on (B)(6). The weekly pace lead trend data showed an abrupt increase for minimum and maximum ventricular bipolar pace impedance from 1349 to 3037 ohms peak between (B)(6) 2012. There were ventricular non-sustained tachycardia of less than or equal to 160 ms on (B)(6) 2012. The ventricular short intervalcounts (sic) count of 4469 in 165.44 days between (B)(6) 2012.